Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information was received on oct 21, 2016 including event, patient and device information. Patient height is (B)(6). Patient ID# (B)(6). Patient information reported. Additional device product code is hwc. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. A device history record review was performed for the subject device lot number 2619476. Manufacturing location: (B)(4). Date of manufacture: jul 16, 2010. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on oct 21, 2016. It was further reported that the patient underwent revision surgery on (B)(6) 2016 due to a broken curved, 15-hole shaft plate. During the surgery it was noted that there were no signs of reoccurring infection. The plate and associated hardware were removed without any problems. It was noted that the screw threads were not stripped. Open reduction and placement of another locking compression plate (16-holes, anatomically curved) was performed. This plate was provisionally fixed with one angular stable screw at each end, proximally and distally. The result was checked by fluoroscopy and the distal insertion of the other angular stable screws and cerclage wires was performed. Three additional cerclage wires and two screws were placed proximally, just before the prosthetic [hip] stem. The final fluoroscopic check showed acceptable fracture situation and correct implant position. Samples were taken for microbiological examination. The surgery was completed and the patient underwent short-term antibiotic treatment with tavanic [levofloxacin]. The patient initially underwent an open reduction internal fixation procedure with the curved, 15-hole shaft plate, sequestrectomy, and implantation of a competitors resorbable bone void filling beads with antibiotics on (B)(6) 2016 to treat a pathological, infected periprosthetic right femoral shaft fracture. During this surgery it was noted that the patients bone quality was very poor.

Manufacturer narrative:
Patient information is unknown. This report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an unknown plate broke postoperatively. This report is for an unknown plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Phone number: (B)(6). A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser marking was readable. The surface of the plate shows scratches and abrasions. The plate is broken at the location of the eighth drill hole. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product were measured, and fulfill the specifications. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Based on this the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. A product investigation was completed: the complete broken lcp plate was sent back for evaluation. The relevant dimensions at the fracture zone of the plate were as far as possible checked and found to be in compliance with the technical drawings and specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with specifications and with the international standards. The fracture face is homogenous, which indicates material conformity. No manufacturing related fault could be detected. The cross section of the broken surface shows no irregularities. Unfortunately, as no detailed clinical information is available, we are not able to determine the cause which has led to these circumstances. It is likely that the lcp plate could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role, too. No manufacturing related issue was identified and/or confirmed. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: screws (part/lot unknown, quantity unknown); cerclage wires (part/lot unknown, quantity unknown).